Manufacturer narrative:
(B)(4) - indication for use. Date of event has been estimated. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed there does not appear to be any indication of a product quality deficiency. It should be noted that the information for use (IFU), states the following: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta).

Event description:
It was reported that the procedure was to place a pacemaker in the patient using a pacemaker lead. The whisper guide wire was used for support; however, after placement of the pacemaker, the tip of the whisper guide wire separated during retraction. No attempts were made to retrieve the separated tip. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.